Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loss of hip function due to loosening of the asr cup. Osteolysis was also reported. It was noted that the pt had no gluteus muscle and had "gray tissue" and deterioration of muscle and soft tissue around implant.